Event description:
Information was received from a consumer via company representative regarding a patient with an implantable pump containing gablofen (500mcg/ml at 75mcg/day). It was reported that the patient reported little to no relief and still experiencing spasticity after (B)(6) 2024 revision. It is unknown if there were any environmental/external/patient factors that may have contributed to the issue. A dye study was performed but the date and results were unknown at the time of this report. The actions/interventions taken was the healthcare provider tried to aspirate through the spine segment, and observed no flow. To resolve the issue the catheter was tied off and replaced with 8782 catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the no csf (cerebrospinal fluid) flow was not determined, but that multiple attempts of catheter aspiration took place with negative flow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.